Event description:
Caller indicated the relion confirm meter was giving high readings. Caller stated the meter gave a result of 313 mg/dl and that she then gave her husband his glyburide and an additional half tablet due to how high the readings were. He also at that time took keflex (antibiotic) and a few hours later at 8pm he retested and the results were 195mg/dl, he took a shower and was feeling very dizzy and light headed to the point where he felt like he was going to pass out. So they retested when he came out of the shower, and the results on the meter were 188mg/dl. The caller was symptomatic so he ate a whole wheat cracker with a peanut butter and honey mixture and instantly began to feel better. Caller feels that the meter was not reading accurately and caused her husband to take too much medication resulting in a crash. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.